Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned for evaluation. During investigation, the reported issue was confirmed: the image produced was green. Internal inspection of the video cable showed the charge coupled device was damaged. Investigation has shown that degradation of the charge coupled device or the close control unit in the video cable can cause a pink or green image as a result of prolonged heat. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the video cable was faulty and caused the image to be green. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer requested to return the rigid video scope as part of the asset return process. The device was returned for evaluation. During routine inspection of the device by olympus, the following reportable malfunction was found: video cable was faulty and caused the image to be green. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.